Event description:
A health care provider (hcp) reported via a manufacturer representative that there was an issue with the lead and the lead was damaged when it was being measured with tools in the stardrive system during the implant procedure. The lead was replaced and the issue was resolved. The lead was never implanted. No patient complications were anticipated.

Manufacturer narrative:
Product analysis: product ID#: 3389-40. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_stylet_acc, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.